Event description:
During use of the device for a cardiopulmonary bypass procedure, the perfusionist reported that the fio2 on the central control monitor (ccm) was fluctuating. They were at seventy (70) percent fio2 and then it jumped up to 100 percent. Then twenty (20) to thirty (30) seconds later, the fio2 went back to seventy (70) percent. They could not get the fio2 below seventy (70) percent using the ccm screen. The manual control knob on the electronic pt gas system (epgs) remained constant at seventy (70) percent fio2. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt.